Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet and appeared free of usage residues. A sharp bend was observed in the inlaid stylet just distal of the flushing connector stent. A longitudinally aligned impression and a small split were observed in the catheter near the proximal end, within the region overlaying the stent. Several longitudinally and diagonally aligned splits were observed between the valve and the 5 cm depth marking. Tactile inspection of the sample revealed tensile weakness in the vicinity of the multitudinous splits near the valve. Microscopic inspection of the splits revealed irregular sharply defined split surfaces. The splits exhibited coarsely striated textures. Mechanical damage was abundant in the vicinities of the splits. The tensile weakness, stylet bend, surface features and split characteristics were typical of damage caused by excessive handling/manipulation of the sample using a traumatic instrument. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat2188 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that liquid leakage occurred 1cm away on the front end of the catheter when inspecting the catheter for its integrity before catheter placement.